Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the pacemaker was found to be in the back-up mode. Programming changes were made on the device. Patient was stable.